Event description:
It was reported that a balloon rupture occurred, resulting in additional intervention. The target lesion was located in a mildly tortuous and moderately calcified vessel. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. When the balloon was inflated once, it ruptured at 6 atmospheres and was difficult to remove from the guide catheter. The physician had to use a guide extension catheter to remove the balloon. The procedure was completed successfully with a different device. No patient complications were reported.